Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting with the customer, fse instructed the customer to check the rtc and stc lanes for blockages and the customer found a cup lodged in the rtc lane. The cup was removed and the customer rebooted the instrument without error. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4111] reagent (test) cup-tip lane home detection failure cause : the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to obstruction in the reagent test cup-tip (rtc) lane.

Event description:
A customer reported getting error message "4111 test cup tip lane home detection failure" on the aia-2000 instrument. The customer confirmed no dropped cups or tips and attempted an all set home operation from maintenance but error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh) and luteinizing hormone (lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.